Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that patient fell out from the device and sustained a superficial injury. The maxi sky 2 ceiling liuft was used with non-arjo sling.

Manufacturer narrative:
Arjo was informed about an event involving maxi sky 2 ceiling lift and a non-arjo sling ( invacare comfort highsling). The customer reported that at the final phase of a transfer from a chair/sofa to a bed, one of the slings loops might detached from the lift. As a consequence of the event the patient fell out of the device. The patient sustained a superficial head injury, no treatment was needed. After the event the arjo representative evaluated the device. The lift examination did not reveal any lift malfunction. According to the instructions for use for maxi sky 2 ceiling lift (document number: (B)(4) rev 14) the lift should be used together with arjo slings: ¿only use arjo slings with the maxi sky 2 series of ceiling lifts.¿. To sum up, while the event occurred the arjo device was being used for the patient¿s handling. No technical malfunction of the device was detected that could have caused or contributed to an adverse event and from that perspective, the floor lift device was up to its technical specification at the time of the event. The sling used by the facility was a non-arjo product. The complaint is deemed reportable due to indication that a patient fell out from the device which resulted in minor injury.